Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an everest mi xt polyaxial screw was difficult to remove from the patient intra-operatively and that the tulip of the screw fractured. The surgeon opted to leave the fractured screw in the patient. The procedure was completed with a 65-minute surgical delay and no adverse consequences were reported.